Event description:
The valve of the flexcath sheath was leaking. The sheath was replaced with another flexcath sheath and the procedure was completed. No adverse event occurred.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested and the reported issue was confirmed through testing. The visual inspection showed that the shaft was intact with no apparent issues. The leak was reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.